Manufacturer narrative:
E1: patient city: (B)(6). Patient country : spain.

Event description:
Reference number (B)(4). Event occurred in spain. On 08-july-2024, it was reported by the patient that infusion set fell off due to tape not sticking. No further information available.